Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was getting error c-33 on the integrated electrosurgical unit (iesu) or erbe multiple times. The technical support engineer (tse) advised using an external generator. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review, which recorded recurring error c-33 on the given event date. A visual inspection revealed that the unit was in good cosmetic condition. During testing, the erbe unit displayed error code c-33 upon startup; however, a review of the erbe error log recorded errors c-00. The complaint was confirmed based on failure analysis. The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.